Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking, withdrawal difficulties were encountered and a dissection occurred. The lesion in the obtuse marginal had been predilated with a maverick 2.5 x 12 mm balloon. The physician successfully deployed a taxus express2 3.5 x 12 mm drug eluting stent. When the physician attempted to remove the delivery device after deflating the balloon, the balloon was sticking. He dialed the inflation device down slowly, waited several seconds and again attempted to withdraw the device, but it could not be removed. The physician attempted several maneuvers and he was finally able to remove the device, however, the guide catheter was sucked into the circumflex causing a dissection of that vessel. The dissection was repaired with a taxus express2 3.5 x 20 mm drug eluting stent. A second taxus express2 3.5 x 12 mm drug eluting stent was deployed in the obtuse marginal, but it is unk at what point in the procedure that stent was deployed. The pt was given plavix and aspirin during this procedure. No other pt injuries or complications were reported.